Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, e1, g4, h2, h3, h6. Reported event was confirmed by review of x-rays. An xray was provided and reviewed by a health care professional. The review concludes a left total hip arthroplasty with possible periprosthetic fracture involving the proximal femoral diaphysis. The overall fit and alignment of the implants is appropriate with possible mild osteopenia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02691, 0001822565 - 2020 - 02707, 0001822565 - 2020 - 02690.

Event description:
It was reported by the 411 group the patient underwent an initial tha at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. Attempts have been made and no further information has been provided.